Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was exposed to water and that it shuts off suddenly after making a constant tone. The blood glucose reading was 111 mg/dl. The insulin pump had not been dropped. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No constant tone or flashing display was noted. However, corroded motor assembly and corroded electronic assembly were noted during the visual inspection.